Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a new cartridge but observed a red x with a 0 during the load sequence. The customer was prompted to load a new cartridge. During troubleshooting with tandem technical services, the customer was able to load a new cartridge and resume insulin delivery. There was no reported impact to the customer's blood glucose level.